Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "laminar periprosthetic fluid and "grade IV of capsular contracture."

Event description:
Healthcare professional reported right side "laminar periprosthetic fluid" via mammogram and "grade IV of capsular contracture." Device remains implanted.

Event description:
Healthcare professional reported, right side. "A congestive nodular pattern with adequate distribution of the glandular matrix in the four quadrants. With no solid or cystic nodular lesions identified. Thickening of the right periprosthetic capsule is observed, in the upper quadrants with laminar periprosthetic fluid. This thickening is 2.1 mm", via mammogram and "grade IV of capsular contracture". Device has been explanted.